Event description:
Allegedly removed during revision surgery.

Manufacturer narrative:
Investigation not complete. Trends will be reviewed. The user facility advises our product did not cause or contribute to this event; therefore, they will not be submitting a medwatch. This report will be updated when the investigation is complete. This is the same event as 1043534-2009-00188, 00189 submitted previously.